Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during a total lap hysterectomy procedure, the device had been used for forty minutes and the generator had been making some error tones. The device was continued to be used despite these error tones. The scrub nurse was cleaning the instrument and the blade tip came off in her hand and not inside the patient there were no adverse outcomes for the patient. The procedure was finished with another similar device without any further complication.